Event description:
It was reported that during an in-office device interrogation, non-sustained right ventricular oversensing- nsrvo episodes were noted due to myopotential inhibition on the implantable cardioverter defibrillator. Review of the electrograms revealed low level, high frequency noise that was inhibiting pacing. As there were no occurrences since 2014; no device changes were made. The patient was asymptomatic. The patient will continue to be monitored with routine follow-up.